Event description:
The customer reported obtaining low total bilirubin patient results with a ¿y¿ and ¿g¿ flag on their au5800 clinical chemistry analyzer. The customer also reported a leak and chipped mixing bars on the analyzer. The customer did not release the results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: a ¿y¿ flag indicates reagent blank / optical density at first photometric point is high. A ¿g¿ flag indicates result is lower than the dynamic range.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the mixing unit to resolve the issue. The fse verified the analyzer¿s return to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).